Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/29/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 57 mg/dl (fasting) and from back to back blood tests of 131 and 208 mg/dl (non-fasting). Customer stated when she obtained the result of 57 mg/dl she did not have any symptoms. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer only started to use the truemetrix meter on (B)(6) 2018. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer complained about meter first reading her blood as 57 mg/dl with no symptoms and then ran her blood 30 minutes later after eating 1/2 orange and cup of coffee with creamer in it and got 131 mg/dl then ran it again resticking her finger and staying on the same hand 20 8 mg/dl. Customer only started using the meter yesterday and this is the blood results she is getting and it is in question.